Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
The patient's mother reported the patient's blood glucose level rose to 400 mg/dl, while wearing the pod between 1 and 4 hours. When removed from the infusion site (back), the pod's cannula was observed to be bent. Additionally, the mother reported the pod was not properly adhering to the pod site. As treatment, 2 units of insulin were administered via manual injections, and a new pod was successfully applied.